Event description:
Patient was leaving a urine sample for [name redacted] to take back to the lab, the patient walked out of the bathroom and stated that she could only get 60ml of urine in the cup as it had a huge crack and was leaking. The triage nurse gave her another cup to pour the urine into, possibly contaminating the urine. After patient poured it into the second cup and handed it off to phlebotomist [name redacted], it was noticed that it was again leaking. [Name redacted] then examined the cup to identify the issue. The lid was fully and correctly on the cup, there were no cracks, although she then gave it a little squeeze and noticed that air escapes the cup, she could actually hear it make a hissing sound.this is the white top urine cups, from lot #2212141, I have the used and labeled cup in quarantine if it is needed.